Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the collar and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the shaft at the collar, collar damage (flattened), and numerous kinks in the hypotube. Inspection of the rest of the device found no damage or defect with the returned device. The tip and distal shaft were not returned with the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22sep2020. It was reported that the device could not advance. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device had difficulty advancing through the guide catheter. The procedure was completed with another a different device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed a complete separation of the shaft at the collar.